Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that it was the third occurrence of a blank display. No alarms appeared in the history. The insulin pump was reset to factory defaults but the anomaly persisted. Customer's blood glucose level was 121 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump passed the sleep current, active current, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for four days and no unexpected powering off or blank display was noted. The power connector was plugged in and locked in place properly. The pump was received with a scratched case, a missing end cap address label, a peeling serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.